Manufacturer narrative:
In use at the time of the event: cgm model: unknown. Mobile os: unknown.

Event description:
It was reported that air bubbles were observed within the canister. There was no adverse impact to the customer's blood glucose level. Customer resolved issue by reloading same cartridge and resuming insulin.